Event description:
The device was returned again as it reported that the device had cassette not attached alarm after being returned from repair. The results of the investigation found that the device's downstream occlusion (dso) sensor was malfunctioning. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.